Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "error code 1108158" it was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. The technician visually inspected the pump and found error code 45639 on the display during power up.  The device was not able to power up, and it was alarming with error code 45639.  Further investigation revealed that a faulty microprocessor board was the root cause of the issue. The microprocessor board was replaced as a result.